Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
The report is being filed to provide additional infomration in b.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and no rbcs were detected at the end of the cassette cleaning phase. When 355 ml of platelet additive solution was added to the platelet bag, rbcs started passing by the rbc detector. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution phase the test was in place, however the level of detection of rbcs passing by the rbc detector did not trigger the algorithm. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. There is no allegation of wbc failure. The customer tested the product, it passed their testing limits (though they did not provide the absolute count), and they considered it transfusable per follow-up. Additionally, rdf analysis confirmed the rbc spillover during pas addition was below the rbc trigger threshold, so no alarms were generated. Root cause: review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and no rbcs were detected at the end of the cassette cleaning phase. When 355 ml of platelet additive solution was added to the platelet bag, rbcs started passing by the rbc detector. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution phase the test was in place, however the level of detection of rbcs passing by the rbc detector did not trigger the algorithm.

Event description:
Donor unit #: (B)(6) the customer stated that the product could still be used; however, they did not provide transfusion recipient information. Pursuant to european union general data protection regulation 2016/679 on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the processing of personal data outside of the european union is highly regulated and strictly limited. Therefore, in compliance with this directive, terumo bct is unable to obtain personal data, as defined by the directive, related to patients or donors located within the european union.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: due to the covid-19 pandemic, site visits are only allowed for essential business. In this case, a closeout letter will be provided to the customer for retraining that indicates to to remind operators of closing the channel line clamps correctly and to verify that the lines are fully occluded by visual inspection. Investigation is in process. A follow up report will be provided.